Manufacturer narrative:
The marksman catheter has not been returned for evaluation; product analysis cannot be performed. The article states that the patient developed vasospasm during advancement of the marksman. The vasospasm during the endovascular procedure was most likely mechanically induced. Vessel spasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular treatment by limiting distal blood flow. In this case, the vasospasm was successfully treated with nicardipine. Vasospasm is a known inherent risk of endovascular treatment and is documented in the marksman instructions for use. Based on the reported information, there is no evidence suggesting that the vasospasm was due to a device defect, but was rather a procedure-related event. Mdrs related to this article: 2029214-2017-00348. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of marksman-related intraprocedural vasospasm. The purpose of this article was to evaluate the effectiveness of coaxial catheter support systems during pipeline flow diversion procedures. The authors retrospectively reviewed 78 cases involving 71 patients and 84 aneurysms. 63 patients were female, 8 were male; mean age was 53.2 years. The article states that a (B)(6) woman developed vasospasm during advancement of the guide catheter into the petrous internal carotid artery (ica). The article states that the spasm was distal to the tip of the guide and probably resulted from advancement of the marksman catheter subsequently to track the guide catheter into position. Nicardipine (1 mg total) was administered after vasospasm and resulted in significant improvement in vessel caliber. The case continued without further incident. No clinical sequelae resulted. Colby, g. P., lin, l., huang, j., tamargo, r. J., <(>&<)> coon, a. L. (2013). Utilization of the navien distal intracranial catheter in 78 cases of anterior circulation aneurysm treatment with the pipeline embolization device. Journal of neurointerventional surgery, 5(suppl 3), iii16-iii21. Doi:10.1136/neurintsurg-2013-010692.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.